Event description:
During a cholecystectomy procedure, could not remove the deive after firing. Doctor could release the device, but it was difficult. Because the device stuck to the tissue. Another device was used to complete tthe case. There were no adverse consequences to the pt. One device returning.